Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory using neoplastine reagent. On (B)(6) 2021, the meter result was 5.3 inr and the laboratory result was 4.1 inr. On (B)(6) 2022, the meter result was 5.1 inr and the laboratory result was 3.4 inr. On (B)(6) 2022 at 12:44 pm, the meter result was 6.1 inr. At 1 pm, the laboratory result was 3.4 inr. The therapeutic range was 2.5-3.5 inr and he tests every 4-6 weeks.

Manufacturer narrative:
The customer returned the meter and two test strips for investigation. The returned test strips were measured with the returned meter using liquid qc of a high level. Testing results (qc range: 2.3 - 3.5 inr): qc 1: 2.8 inr. Qc 2: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation was patient/consumer.